Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that after a 33mm 11400m mitris valve was implanted, post echo showed insufficiency of the native aortic valve which required avr with a inspiris valve. The surgeon speculated that the mitris cuff due to it's size may have distorted the aortic valve causing ai. Surgeon stated he likes mitris but sometimes has concerns about the large size of the cuff. The patient is doing well after the procedure and is in recovering. There were no issues with the valve performance.

Event description:
It was reported after implant of a 33mm 11400m valve, there was severe native aortic insufficiency due to the broad sewing cuff of the mitris valve which distorted the shape of the aortic valve. The aortic valve was replaced with a 25mm 11500a. There were no issues with the mitris valve performance. Per the records, the patient presented with native severe mitral regurgitation and mild aortic insufficiency. He underwent planned CABG x1, closure of laa-clip, and mvr. Intraoperatively the heart was very enlarged, and the ra extremely enlarge as well. The native mitral valve was noted to be enormous; a 33mm sizer was place through the valve and "it swallowed it". The surgeon decided to use the edwards mitris valve because of its large cuff and used the largest prosthetic valve available. The 33mm valve was implanted and appeared to seat well, after coming off bypass tee showed severe native aortic insufficiency. The patient was placed back on cpb. Direct analysis of the native aortic valve showed there was bulging of the annulus near the commissure between the left and noncoronary cusp, this was because of the broad cuff of the mitral bioprosthesis. It appeared the sewing cuff of the mitris valve distorted the shape of the very large aortic valve rendering it incompetent. Avr was performed with a 25mm inspiris valve. After weaning from bypass both valves were noted to be working well with no pvl. The patient transferred to the CT recovery room in stable condition and discharge on pod #6.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 component code, type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The heart is a multivalvular system. Repair or replacement of one valve may affect the function of the adjacent valve by changing the heart structure and hemodynamics. The most likely cause is procedural factors.